Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caregiver reported an unspecified low scan was received on the sensor when compared to an hcp meter. The customer experienced symptoms described as ¿frequent urination and little appetite¿ and was unable to self-treat. The customer was taken to a hospital where a blood glucose reading of 850 mg/dl was obtained on the hcp meter in comparison to the sensor scan of 85 mg/dl. It is unknown if the readings were taken within 10 minutes apart. The customer was administered unspecified treatment via IV for the diagnosis of hyperglycemia and no further information was reported. There was no report of death or permanent injury associated with this event.